Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the provided photo identified the impactor pad was fractured. However, as the product was not returned further analysis could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 110029132, compr metal impactor, lot # 65699392. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02700. H3 other text : unknown.

Event description:
It was reported that during an initial surgery the gray tip fractured off the handle, as well as the impactor cracked while impacting. Another impactor from the tray was used. There was no impact or harm to patient. Attempts have been made and there is no further information at this time.